Event description:
A physician has had four occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic. This particular pt had a phaco, clear corneal, cataract extraction, left eye in 1999. The pt subsequently developed what surgeon describes as a severe inflammation 12/20/1999; no secondary surgery was required. At pt's last visit 01/13/2000 the visual acuity was 20/20 and the pt had completely cleared.